Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room for new system implantation. During the procedure, physician experienced a difficulty in passing a guidewire through the left ventricular lead. After the second and third attempt, physician was unable to pass the guidewire at all and was unable to flush the lead either. The lead was explanted and replaced with no issues. Patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.